Manufacturer narrative:
The alarm trace showed "sample clot" and "abnormal probe-sucking alarms" alarms, indicating a possible sample quality-related issue. A fixed centrifuge was used for the alleged sample, which can lead to sample quality issues. The investigation did not identify a product problem.

Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 78336101 with an expiration date of 30-nov-2024. The other reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 and ldl-cholesterol results for 1 patient sample and questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. Patient 1: the initial cholesterol result was 612 mg/dl and the repeated result was 231.8 mg/dl. The initial ldl-cholesterol result was 526 mg/dl and the repeated result was 146 mg/dl. Patient 2: the initial na result was 150 mmol/l and the repeated result was 139 mmol/l. The questionable results were not reported outside the laboratory. The samples were repeated because the results did not match the clinical histories of the patients.